Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a female patient underwent revision surgery due right hip pain and alleged mismatched prosthetic components.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A root cause for the revision is that the diameter of the liner did not match the diameter of the head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection determined that the liner was severely damaged. Device history record (DHR) was reviewed . Cmm at the time of manufacturing confirms that all 34 devices of lot 62579627 were conforming to print specifications. No other anomalies were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A compatibility check confirmed that compatible devices were used. However, the operative notes for the primary surgery indicate that a 36 mm head was implanted with a 32 mm liner. Subsequently, operative notes from the revision surgery indicate that the 32 mm liner was revised and replaced with a 36 mm liner. The patient's records also state that the primary implantation was unstable and a hemotoma was found during the revision surgery. A root cause or the revision is that the diameter of the liner did not match the diameter of the head. It is not known if the mismatched prosthetic components that were used in the primary surgery caused or contributed to the hematoma. With the information provided a definitive root cause for the hematoma could not be identified. There were no other complaints for this part-lot number combination for the liner. DHR was reviewed and no discrepancies were found. Concomitant products: 00875700001 dome hole plug single pack 62803996; 00875705401 shell with cluster holes porous 54 mm liners 62666915; 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 62754353; 00786401320 femoral stem press-fit collarless 12/14 neck taper 62667010; 00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 2738353.

Event description:
It was reported that a female patient underwent revision surgery due to mismatched prosthetic components and instability. During the revision surgery, a hematoma was noted.